Event description:
It was reported to tyco healthcare/kendall in 2004 that a customer had a problem with a uvc catheter in 2002. The customer reports that due to a thrombotic complication, the pt had to have a foot amputated.